Event description:
It was reported by customer that 20g huber safe step needle tubing noted to be cracking at inflection point w/ needleless connector. Needle only in situ for continuous blinatumomab infusion for 2 days. Needle previously known to cause issues during this infusion. Tubing not yet leaking but clearly cracked. A specific number of affected devices or patients was not provided by the complainant. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.